Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) reached elective replacement indicated (eri) after 34 months of implant time. Dissatisfaction with regard to device longevity was expressed.